Event description:
Customer reports that during pre-testing, the internal cannula could not be locked in the trach tube. No pt involved.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.